Event description:
It was reported that patient experienced an infusion set bent cannula on (B)(6) 2026. Patient also experienced high blood glucose level at the time of event and patient tool correction bolus via pump and multiple daily injections to resolve the issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a "serious injury". To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.